Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that for two weeks post-implant, the patient experienced pain manifested as periodic sharp twitching sensations in the chest. Interrogation revealed that the right ventricular lead was no longer capturing the right ventricle. Lead dislodgement was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.